Event description:
It was reported by service report that the siderail latches were not returning to the upright position due to missing springs. However, it was reported that the siderails do latch up. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Initial report from customer was determined to be non-reportable. Upon further analysis, a decision was made to report because it has been determined that the missing springs may put the siderail latch at risk of unlatching should the stretcher encounter a bump or be jarred sufficiently.